Manufacturer narrative:
The product was not returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9616099-2009-01674, and 1016427-2009-00237.

Event description:
During post-dilation with an aviator plus balloon, the patient suffered behavioral change, reflex change, and hemiparesis on the right side. The patient was diagnosed with an ischemic stroke. A pt was consented to the study in 2009. The patient was asymptomatic. Pre-procedure medications were aspirin and clopidogrel. Clopidogrel and heparin was administered during the procedure. The target lesion location was the proximal left internal carotid artery. There was an occlusion in the contralateral carotid. Reference vessel diameter was 6mm. Target lesion diameter stenosis was 80% with lesion length 30mm. Total length of stented segment was 40mm. Geometry of the lesion was eccentric and ulcerated. Qualitative lesion calcification was not documented. Vessel tortuosity was mild. Pre-dilatation of the lesion was performed. An angioguard distal protection device was used, deployed, and retrieved successfully with no technical problems. A precise was implanted for treatment of target lesion. There was no malfunction with the stent. During post-dilation with an aviator plus balloon, the patient suffered behavioral change, reflex change, and hemiparesis on the right side. There was debris found in the basket upon retrieval of the angioguard device. The final target lesion percent diameter stenosis was 10%. Post-procedure medication was aspirin and clopidogrel. The procedure was completed. The patient was discharged a week later. The duration of the event is unknown and the patient has been placed in rehab. The event was evaluated and determined to be unrelated to the cordis product but related to the index procedure.